Manufacturer narrative:
Siemens filed MDR 1219913-2018-00121 on 03/29/2018 for a false positive advia centaur xp toxoplasma g (toxo g) result obtained on a patient sample from 03/02/2018. MDR 1219913-2018-00121 supplemental report 1 was filed on 04/06/2018 for a correction. 04/12/2018 - additional information: siemens has completed the incident investigation. The customer's adjustments and quality control (qc) data were reviewed, and found to be within acceptable ranges. The patient sample is not available for further investigation, and there is no further incidents reported by the customer. Based on the information provided, the cause for the advia centaur xp toxoplasma g (toxo g) false positive results cannot be determined, and appears to be sample specific. The calculated specificity for toxo g at this account is 613/(613+1) = 613/614 = 0.998 x 100 = 99.8%.the relative specificity results from the 3 studies in the instruction for use (IFU) range from 99.3% - 99.8%. Based on the available information, the advia centaur xp toxo g reagent lot 061227 is performing as intended, and a product issue was not identified. The limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00120 was filed for the patient sample from 02/14/2018, MDR 1219913-2018-00120 supplemental report 1 was filed for a correction, and MDR 1219913-2018-00120 supplemental report 2 for additional information.

Manufacturer narrative:
Siemens filed MDR 1219913-2018-00121 on 03/29/2018 for a false positive advia centaur xp toxoplasma g (toxo g) result obtained on a patient sample from 03/02/2018. 03/09/2018 - correction: b6 reference to the acronym (nat) for heterophilic blocking tube was incorrect and it should be (hbt). MDR 1219913-2018-00120 was filed for the patient sample from 02/14/2018 and MDR 1219913-2018-00120 supplemental report 1 was filed for the same (hbt) correction.

Manufacturer narrative:
Siemens is investigating the false positive advia centaur xp toxoplasma g (toxo g) patient result. The limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2018-00120 was filed for the patient sample from 02/14/2018.

Event description:
A false positive advia centaur xp toxoplasma g (toxo g) result was obtained on a patient sample following childbirth, and considered discordant compared to a negative toxoplasma g result from an alternate laboratory. The toxoplasma g result when tested previously at an alternate laboratory was always negative since the beginning of her pregnancy. The patient sample from (B)(6) 2018 was sent to an expert laboratory center for further testing, and the toxoplasma g results were negative on two alternate test methods. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp toxo g results. MDR 1219913-2018-00120 was filed for the patient sample from 02/14/2018.